Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive while trying to adjust basal rates. Her blood glucose level was 309 mg/dl. The customer stated the insulin pump was not exposed to moisture. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.